Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia. The user also reported that the cannula was out of the infusion site. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Using the pod 5 / page 42: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported her blood glucose history is as follows: (B)(6). Hyperglycemia treated by patient with a manual injection with an insulin pen and activating new pod. Upon inspection it was noticed that the cannula was out of the skin and bent. In addition, it was noted that the patient only been on the omnipod system for about 2 weeks and that there were changes made to device settings and insulin doses. The details of those changes were not indicated. The pod was worn between 4 and 24 hours on the abdomen.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend was observed in the cannula. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found.